Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 31july2019. The customer contacted product support and was advised customer to check the speaker connections, ohm out the speakers, and check the braided copper wires to ensure they are not touching the body of the speaker. The customer performed a system update from 2.10 to the software on the unit to 2.30 software. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the v60 ventilator alarmed with primary alarm failure. There was no patient involvement.